Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only, however, when the unit was disconnected from ac power, the unit was unable to run on battery power. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the device was not charging the battery at all. Once the customer unplugs the unit from ac power, the device shuts down. The unit was able to engage in monitoring on ac power. No consequences or impact to patient.